Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that during an open rotator cuff repair, as the surgeon was passing the suture, the needle was stuck and the tip broke-off. The surgeon was able to view the tip on the x-ray but however, could not retrieve it from the patient. The case was completed using a different (B)(4). Follow-up investigation: patient was a male. The needle was dry-fired/deployed once to load the suture. The needle tip was discovered to be missing after less than 4 passes. Scorpion jaws appeared to be securely clamped on the tissue during suture passing. Sales rep who was present said it is possible the needle tip may have hit bone as it was an open procedure.